Manufacturer narrative:
The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted umbilical hernia repair procedure, the tip of the jaw of the force bipolar instrument broke off. The fragment fell inside the patient and was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified while the surgeon was performing grasping. The surgeon was unsure what caused the fragment to fall into the patient. The surgeon did not notice any issues with the functionality of that instrument during the surgical procedure. The instrument did not collide with any other instruments or hard materials during the procedure. Upon removal of the force bipolar instrument, the instrument's wrist was straightened and no resistance was felt. The surgical staff did not notice any damage to the cannula after the event occurred. The surgeon used a different instrument to hold the fragment which was removed via an assist port by a surgical assistant. No additional surgical procedure was required to remove the fragment. There were no post-operative tests like an x-ray or ultrasound performed. The customer used a backup instrument to complete the procedure. The patient has not returned to the hospital due to experiencing any post-surgical complications. The fragment was accidentally thrown away during the surgery. A photographic image of the device or video recording of the procedure is not available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one indentation/burr at the base of the grip tips. The grips were not found to be bent, and additional damage wasn't found at the distal end. Components adjacent to the indented grip tips did not show damage. A potential missing component from the grip tip, measuring 0.53mm, was not returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, handling, or reprocessing, which may include an accidental drop of the product, collisions with sharp objects or hard surfaces.